Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion (aneurysm enlargement) and reoperation.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a distal aortic arch aneurysm using two conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses implanted, an axillo-axillary artery bypass was created. Two endoprostheses were successfully deployed from the left common carotid artery. The patient tolerated the procedure. Later in a follow-up study, a type I endoleak originating from the proximal endoprosthesis (tgu373715j/14306677) was revealed with aneurysm enlargement (exact amount of enlargement was unknown). On (B)(6) 2018, a reintervention was performed whereby another conformable gore® tag® thoracic endoprosthesis was implanted to treat the proximal type I endoleak. The endoleak was resolved and the patient tolerated the reintervention procedure.